Manufacturer narrative:
Date of initial report : (B)(6) 2017. Date of follow-up report: 2017-05-01. One lf1637 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified and no tissue sticking occurred during testing. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported tissue sticking to the jaws of the device after sealing. No bleeding. No tissue damage. No patient injury reported. Another device was opened to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report : (B)(6) 2017 the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported tissue sticking to the jaws of the device after sealing. There was no patient bleeding, no tissue damage, and no patient injury reported. Another device was opened to complete the procedure.